Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
This pi is to cover the revision in may 2022. In 2022 I suffered 2 breaks in the right femoral implant. The first in (B)(6) and the second in (B)(6). It is the b)(6) one that I am really upset about. When I started on this prosthetic journey in 2009, I was informed by my surgeon at the time that the expectation of life was at least 15-20 years. Since the original insertion, I have had to have the same prosthesis replaced multiple times for varying issues. However the one in (B)(6) last year was a complete surprise in that it failed within 6 months of being inserted. This is not the life I wanted to lead. In and out of hospital getting my right leg prosthesis replaced. Both the break in (B)(6) 2022 and (B)(6) 2022 occurred on flat even surfaces. The one in may was in a lift where I had just pressed the down button after walking into the lift, and was turning away from the button to bring me back to facing the door. The femur snapped, I had turned approx 15 degrees at the time because I landed still facing the back of the lift. (B)(6) 2022 was at a massage studio, where the masseuse has been treating me (for ongoing pain) since the first implant in 2009, so he knows the full situation. I was just taking off my vest and was turning slightly to hang it over the back of the chair prior to getting the massage and the femoral insert into the bone broke at the femur. At no time in my history with the implant have I had bones broken around the implant, the metal has damaged my bone or been broken. I am now at the stage of being permanently on crutches when I go outside, for safety. Should I suffer another break on the right leg the entire implant will need to be removed and I will need to have a hip replacement as well as the knee replacement along with all the other bits to make it work. Also advised that I am not a good candidate for removal of the leg as the resulting surgery will alter my sitting hurting my back.

Event description:
This pi is to cover the revision in may 2022. In 2022 I suffered 2 breaks in the right femoral implant. The first in (B)(6) and the second in (B)(6). It is the (B)(6) one that I am really upset about. When I started on this prosthetic journey in 2009, I was informed by my surgeon at the time that the expectation of life was at least 15-20 years. Since the original insertion, I have had to have the same prosthesis replaced multiple times for varying issues. However the one in (B)(6) last year was a complete surprise in that it failed within 6 months of being inserted. This is not the life I wanted to lead. In and out of hospital getting my right leg prosthesis replaced. Both the break in (B)(6) 2022 and (B)(6) 2022 occurred on flat even surfaces. The one in (B)(6) was in a lift where I had just pressed the down button after walking into the lift, and was turning away from the button to bring me back to facing the door. The femur snapped, I had turned approx 15 degrees at the time because I landed still facing the back of the lift. (B)(6) 2022 was at a massage studio, where the masseuse has been treating me (for ongoing pain) since the first implant in 2009, so he knows the full situation. I was just taking off my vest and was turning slightly to hang it over the back of the chair prior to getting the massage and the femoral insert into the bone broke at the femur. At no time in my history with the implant have I had bones broken around the implant, the metal has damaged my bone or been broken. I am now at the stage of being permanently on crutches when I go outside, for safety. Should I suffer another break on the right leg the entire implant will need to be removed and I will need to have a hip replacement as well as the knee replacement along with all the other bits to make it work. Also advised that I am not a good candidate for removal of the leg as the resulting surgery will alter my sitting hurting my back.

Manufacturer narrative:
Corrected - explant date, manufacturing site an event regarding crack/fracture involving an unknown mhr stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.